Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the first flange of the stent had partially deployed upon advancing the catheter into the pseudocyst, prior to deploying it with the handle. Deployment of the first flange was then successfully completed with the delivery system. The physician proceeded with the stent placement, and the second flange was deployed in the working channel of the scope. When attempting to release the stent from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion, the stent could not be released. The stent and scope were removed from the patient together, and it was then noted that the white nosecone of the delivery system had detached and fallen into the stent. The stent and nosecone were pulled out of the scope by hand, and the procedure was completed with another axios stent and delivery system. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018 according to the complainant, during the procedure, it was noted that the first flange of the stent had partially deployed upon advancing the catheter into the pseudocyst, prior to deploying it with the handle. Deployment of the first flange was then successfully completed with the delivery system. The physician proceeded with the stent placement, and the second flange was deployed in the working channel of the scope. When attempting to release the stent from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion, the stent could not be released. The stent and scope were removed from the patient together, and it was then noted that the white nosecone of the delivery system had detached and fallen into the stent. The stent and nosecone were pulled out of the scope by hand, and the procedure was completed with another axios stent and delivery system. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received deployed, and there was no damage to the stent. The stent deployment hub was returned at step #4. The catheter hub was in its original position, and the catheter lock was in a locked position. The yellow safety clip was not returned. The visual examination also noted that the nose cone was detached from the polyimide inner and not returned. No damage was noted to the outer sheath or the handle of the delivery system. A functional evaluation was performed, and the catheter hub was able to advance and retract without resistance. The stent deployment hub was also able to be moved with no resistance. The stent and outer sheath were measured to be within specifications. The observed damage to the returned device is consistent with excessive force being applied to the device. Certain endoscope and elevator positions can generate excess friction between the catheter and the working channel, which may have resulted in the tip detachment reported. The noted damages indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.